Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was seen on (B)(6) 2019 by their managing physician, and no errors were reproduced on that day. The prior error message was #376. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient saw a screen telling her to call her doctor. Because of this screen, the recharger (insr) will not charge the ins or do anything. The patient noted during the call that she noticed these problems on (B)(6) 2019 when she fell. The patient confirmed that she had x-rays taken after she fell. The reason for the fall was unrelated to the ins. It was reviewed there should be a 3-letter or 3-number code below the doctor symbol. The patient got the insr out and tried to recreate the issue. The patient noted that the insr was now charging the ins and the code was not there. It was recommended the patient write down the code if the screen appears again, and to call back. No patient symptoms were reported. No further complications were reported/anticipated.